Event description:
A ventilator was returned to the manufacturer for service for the allegation of failure to complete initial power up. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed to complete initial power up. The device's power management board was replaced to address the issue. Additional findings not related to the malfunction/issue the handle of the device was damaged and required replacement. No repairs were completed because the device was scrapped.